Event description:
It was reported that during a hepaticojejunostomy small bowel procedure, the device misfired. Only fired partial staple line. New instrument was used to complete the procedure. There was no reported patient consequence and or time extended 20 minutes. One device is being returned.